Manufacturer narrative:
The review of the manufacturing and sterilization paperwork for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: lot: 9515956, UDI: (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of a saccular aneurysm of the thoracic aorta using a gore tag thoracic endoprosthesis (tgt2810/9515956). The procedure was concluded without endoleaks present. In 2012 (exact date unknown), a six-month follow-up study revealed that endoleaks had not been present. In (B)(6) 2014 (exact date unknown), the patient was emergently presented to the hospital with persistent fever. An imaging revealed a thickening of the aortic wall of the saccular aneurysm, indicating a stent-graft infection. In (B)(6) 2014 (exact date unknown), the existing tgt2810 was explanted and the thoracic aorta was replaced using a surgical graft that was soaked in rifampicin. 11 days after the reintervention, the patient was discharged of the hospital. Later in a follow-up study, infection had not been revealed. It was reported that the saccular aneurysm has adhered to the lung. One of the possibilities is that the patient has had a suspected fistula, and the stent graft communicates with pathogen that passes directly through the fistula into the sac. Another possibility is that the saccular aneurysm is an infective one, and pathogen has already been in the sac.